Event description:
Device malfunction: stent migration. Time of symptoms / ae: during post dilatation of stent. Symptoms/ae: none. It was reported that post-stent deployment in the rica, the physician was attempting to dilate the deployed stent with a balloon catheter and the balloon moved forward while inflated and the stent migrated. A second stent was placed overlapping the first stent, and to cover the lesion. There was no reported patient effect. No additional information available.